Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient awoke that morning with elevated blood glucose (bg) over 600mg/dl. The patient reportedly had small ketones and increased thirst with elevated bgs. The reporter noted giving multiple correction boluses and a manual injection, as well as using an increased temporary basal program and bg remains elevated. The reporter denied any changes in activity or diet. The reporter stated that the site, set, and insulin was changed out three times to troubleshoot elevated bgs, but bgs remain elevated. The reporter denied any site, set, or cartridge issues and confirmed that they were using new insulin. The reporter stated it was not typical for the patient to experience elevated bgs. The reporter stated that she did not trust the pump and that the patient had been removed from the pump and was to go on a backup plan for insulin delivery. Customer technical support reviewed the pump and found all settings and histories were correct. All boluses were found to have been delivered as programmed. No defect was found during troubleshooting. However, the pump was replaced at the request of the reporter. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy, and based on the allegation that the pump was not delivering as expected.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: a review of the pump histories indicated that the last basal delivery occurred at 21:31 on (B)(6) 2013, and the last bolus delivery occurred at 15:21 on (B)(6) 2013. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms related to the complaint observed in the black box or alarm history; only typical usage was observed. The pump successfully passed delivery accuracy testing and was found to be operating within required specifications. The allegation that the pump was not delivering correctly could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.